Manufacturer narrative:
After battery installation, device powered up with a blank display due to corrosion and mold in/around the battery and force sensor connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump alarmed critical pump error and other error. The blood glucose of the customer was 90 mg/dl. Customer stated that moisture got into the insulin pump and battery got hot. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The device will not be returned for analysis.